Event description:
It was reported that during a procedure using a compression sleeve, the patient experienced a pressure ulcer. It is unknown what was done to treat the ulcer.

Manufacturer narrative:
At the time of this report an investigation has been started but not completed. Once an investigation is completed, a follow-up MDR will be filed.

Event description:
It was reported that during a procedure using a compression sleeve, the patient experienced a pressure ulcer. It is unknown what was done to treat the ulcer.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The received garment did not exhibit excessive pilling but came in dirty as the pouch was previous opened. The label¿s pouch identification corresponds with the device that was returned. The returned pouch size, 7.5¿ width x 11.5¿ length, corresponds with the dimensions as documented per internal procedure related to the folding and pouching of eo exposed only compression devices. Comparison of the device with other reprocessed garments showed similar dimensions along with the dimensions stated in the internal procedure that has a quick reference aid for compression devices approved for sale. The devices, (B)(4) healthcare catalog# fg-200 (2), foot garment, large, fits women 9 ½ and larger, men¿s 7 ½ and larger. As the device correctly corresponds with the catalog number indicated by the label returned and the pouch was of the correct size, the reported issue could not be substantiated. The root cause could not be determined, but can be attributed to the facility using the incorrect size product in relation to the size of the patient's foot. The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. This is the first complaint of this nature that sss has received.